Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer was getting "flood in the waste exit sump" errors and a fluid waste leak from the waste exit sump. No injury or operator exposure was reported in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and found an o-ring missing from the canister. The fse reseated an o-ring and cleaned the lid. The fse ran qc and performed calibration and all met specifications. This resolved the issue. Bec identifier for this report is (B)(4).